Manufacturer narrative:
Further information has been requested but no response has been received regarding the support arm. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the support arm holding the patient circuit was damaged. Patient involvement is unknown. Manufacturer's ref #: (B)(4).